Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on all three leaflets, wireform intact and commissure 1 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Leaflet 1 had a 3mm non-transmural tear near commissure 1. Calcification was evident near the tear. The wireform was exposed at the inflow aspect near leaflets 1 and 3, and the sewing ring was cut near commissure 3. Customer report of stenosis was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case may have been due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm mitral pericardial valve, implanted approximately six years, was explanted due to mitral stenosis. This device was originally implanted for mitral valve replacement to correct mitral regurgitation due to infective endocarditis. This device was explanted and replaced with a sjm mechanical valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿leaflet hardening was not observed." The patient status was reported as ¿recovered¿ in a general ward at the hospital.